Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was providing therapy for ventricular tachycardia (vt). The anti-tachycardia pacing (atp) therapy did not convert the rhythm. The last burst of atp accelerated the rhythm into ventricular fibrillation (vf), where the device treated with three shocks. Technical services discussed programming options that could help mitigate this risk in the future. No adverse patient effects were reported.